Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery alert and missing segments or partial display anomaly due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was harder to see and buttons were less responsive. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had battery compartment threads are damaged and they received failed battery alarm. The insulin pump will not be returned for analysis.